Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The seal and tension spring assembly were in the loading device. The slide lock was disengaged and the plunger was not depressed. There was no blood present in the tube/ device. There were no visible signs of delamination of the seal. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.5 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. There was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger after replacement with new heartstring , there was no problem.

Manufacturer narrative:
Update 03/23/2016 12:37 pm (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
Update 03/07/2016 04:23 pm (B)(4): the hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. ******************************************************************************************* update 03/07/2016 12:17 pm: there was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger after replacement with new heartstring , there was no problem